Event description:
Related manufacturer reference number: 2017865-2022-40240. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high capture thresholds, high pacing impedance on the right ventricular (lv) lead. During the operation, the implantable cardioverter defibrillator set screw was not being able to tighten or loosen on the (ICD). The physician elected to explant and replace the lv lead and ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The device was above elective replacement indicator (eri) when received. Analysis revealed the lv (is4) set screw was backed out from its thread as a result of unscrewing the set screw too far and it contained septum material inside the cavity causing the connection issue. The connection anomaly was consistent with having occurred during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: no DHR was done, and statement was entered in error.